Event description:
On (B)(6) 2019, the lay-user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high. The complaint was classified based on customer service agent (csa) documentation as the patient was unavailable when called back in order to obtain additional information. The patient could not specify when the device issue occurred however stated that she felt the subject meter read inaccurately high in comparison to results obtained on another device. The patient did not provide the results from either device. The patient did not provide what medications, if any, she takes to manage her diabetes, or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that on an unspecified date she after the issue occurred she developed symptoms of ¿shaky, shortness of breath and extreme hunger¿ however did not detail if she received any treatment for the symptoms. During the initial call the patient stated they did not have time to troubleshoot the issue. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms suggestive of a serious hypoglycemic event and required medical intervention after the alleged device issue occurred.